Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an issue during instrument verification. A separate product of the same model was used and was able to be used without any problems. There was no patient involvement. It was reported that the instrument was unable to be verified.

Manufacturer narrative:
G2: foreign country - japan continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #: (B)(6) ubd: 16-jul-2026, UDI#: (B)(4). H6: the spheres 8801075 lot 2407381 were returned for evaluation. The three returned spheres have an uneven reflective surface and display a high geometry when attached to a known good probe. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 correction: updated g3 date MFR rec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.